Manufacturer narrative:
Corrected information in: lot number and : office contact - manufacturing site. Additional information in device manufacture date and evaluation codes: methods codes. The product was not returned to the manufacturer, so an evaluation could not be completed and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
While in the pedicle, the probe fractured leaving the tip in the operating site. The tip was easily removed and no surgical delay or patient adverse effects occurred. The surgery was completed with another instrument.